Manufacturer narrative:
(B)(4). The lot was manufactured from may 21, 2014 ¿ may 22, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked in its flow restrictor. The reporter did not specify whether this was an internal or external leak. There was no patient involvement as this occurred before use. No additional information is available.